Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline vantage deployed on (B)(6) 2024 in the right internal carotid artery. In the follow-up performed on (B)(6), 2025, exclusion of the aneurysm was observed, with no residual neck. However, there was also mild stenosis of about 30% in the proximal and middle thirds, secondary to neointimal hyperplasia, and mild stenosis of about 30% in its distal third, secondary to " braid collapse " with preserved distal blood flow and no signs of distal embolisms. Clinically stable and asymptomatic patient. There was no injury as a result of the event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery - clinoid segment - carotid cavum aneurysm. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. Prasugrel 10 mg per day. Clopidogrel 75 mg per day. Acetylsalicylic acid (aas) and prasugrel 10 mg, per day for 2 months. Aas and clopidogrel 75 mg per day, in use for 5 months. The angiographic result post procedure showed the device was well positioned to the vessel wall. Ancillary devices include a phenom plus - fg19120-1030-1s lot:226845531 and phenom 27 - fg15150-0615-1s lot: 227716240 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was asymptomatic. No symptoms were experienced as the patient was clinically stable. No intervention has been taken yet to resolve the event. The medical team were discussing the case to find out how they will treat the case. The cause of the braid collapse, stenosis, and hyperplasia was not determined. The pipeline was used for an indication that is approved (on-label). No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Additional information was received stating that no intervention has been carried out to date.